Event description:
It was reported by the sales rep during a laparoscopic cholecystectomy the instrument misfired and several clips were misformed and crossed. The instrument was part of a lap cholecystectomy flextray. There was no pt consequence. One device returning.